Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.3., b.5., d6b., e.1., g.2., h.6.

Event description:
Patient's representative reported left side "free liquid between the prosthesis and mammary tissue adjacent to the level of superior left quadrant" . Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.